Event description:
It was reported that during a vats lobectomy, the device fired on one side of the cut line. Opened up the chest (thoracotomy) and pt was transfused with one unit of blood. Case was completed by suturing.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.